Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v513024, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect/symptom relief since implant. It was stated that the patient was still having ¿issues¿ even with reprogramming done ¿6-8 weeks ago.¿ the patient reportedly got up to go to the bathroom and urinated all over herself; the patient turned up her settings ¿higher and higher to where it hurt her¿ but she still had symptoms. It was noted that the patient had a bladder infection which was diagnosed a week prior to the report. The patient was on cipro for the bladder infection. The patient was at 3 volts where she ¿could feel no stimulation sensation,¿ but the device was confirmed to be on. The settings were increased to 3.3 volts where the patient could feel the stimulation on the right side of her buttock but it was not painful or uncomfortable. A supplemental report will be sent if any additional information is received.